Manufacturer narrative:
International zip code: (B)(6). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and no deficiencies were observed. A functional evaluation revealed the front panel was displaying blocks instead of text. The controller could not recognize head cable insertion. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was verified and the root cause has been associated with electrical component failure. No containment or corrective actions are recommended at this time.

Event description:
It was reported that there was a color bar on the screen and while connecting the camera head to console, it showed no picture. This was noticed before the procedure; therefore, no patient was involved. Preliminary results of investigation have concluded that was displaying blocks instead of text which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.